Event description:
It was reported that during a cholecystectomy procedure, could not load clip normally at first firing. Another device was used to complete the case. There were no advese consequences to the pt. Two devices returning.